Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing supplies on the ilet and not filling the cannula, with insulin delivery resuming after guided cannula fill; the highest reported glucose was 252 mg/dl and elevation persisted about one hour with device alerts, and no back-up therapy, ketone testing, professional intervention, or assistance was used or required. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary inconvenience without long-term health impact or hospitalization. Investigation included complaint review and troubleshooting with user education. Investigation of this case revealed use error related to infusion set change and cannula fill, with no device or component malfunction identified for the ilet and the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with user technique contributing to hyperglycemia.